Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed to open. The technical support specialist contacted the pharmacy and spoke regarding the jammed cubie lid in bin 01-14 containing clonazepam 0.5mg. She was advised to send a destock/cubie remove label and prepare a new fill cubie to replace the affected one. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie was unable to open and there was some plastic that jammed in the cubie. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.